Event description:
It was reported that during a percutaneous coronary intervention procedure, inflation device difficulties occurred. The physician attempted to inflate an unspecified device using the advantage inflation device, however, the gauge of the advantage inflation device did not go beyond 16 atms. It is unknown if the gauge was reading accurately. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)